Manufacturer narrative:
(B)(4). The unit was returned to maquet (B)(4) for evaluation. (B)(4) generated request analysis report (B)(4) for the evaluation. On (B)(6) 2013, (B)(4) concluded that unknown scratches were on the screen, that appears to be consistent with a hit or an object was dropped on it. This could lead to the complained pressure sensitivity of the display in the upper left corner of the display. Additionally, the service/user pool records showed a touch failure and reset on (B)(6) 2013. This information also substantiates that the touch display may have been hit. On (B)(6) 2013, the display, touch panel, and led foil was replaced. (B)(4).

Event description:
On (B)(6) 2013, it was identified that cardiohelp (serial number (B)(4)) at (B)(6), display was not functioning. Additionally, the unit display screen was slightly loose. There was no patient involvement. (B)(4).